Manufacturer narrative:
Covidien reference: (B)(4). The device was returned for investigation. The power sequence board was found to have a burnt area along the bottom edge of the circuit board. There was also a burnt area on the inside of the housing adjacent to the board. The device was able to power on and engineering successfully ran a circuit check 10 times. They believe the customer was not aware of the two step circuit check. The customer was informed of the two step circuit check and the board was replaced.

Event description:
It was reported that when a ventilator was received for service it would not pass a circuit check. The customer tried a few different circuits with the same result. The device cover was then removed and found the power sequence board loose inside. The board and was missing the mounting screws and appears to have shorted out on the side of the case. There was no patient involvement. There is no report of serious injury or death associated with this event.